Event description:
Pt transferred from another hosp with fever of 106 degrees and cyanosis. Admitted to reporting hosp to pediatric intensive care unit, in critical condition, with overwhelming sepsis. Physician attempted central venous line placement in right femoral vein to get IV access. During procedure the guidewire kinked on distal end, making passage of cath impossible. Guidewire was cut to accommodate cath and then cath was placed, guided to insertion site, guidewire pulled back, cath inserted, unable to pull out guidewire. Cath removed, guidewire was stuck in subcutaneous tissue. Removed by making a small skin incision to remove the guidewire. On examination the wire is kinked/appears knotted at the end. Pt expired from sepsis and dic. 2 days later. Numerous blood products were transfused.